Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 39-year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included hypertension since 2013, intramural leiomyoma of uterus, pelvic pain, perineal pain and uterine fibroids. Concomitant products included norethisterone (norethindrone) for birth control as well as alprazolam (xanax) since 2015, hydrochlorothiazide from 2014 to 2015, lisinopril since 2015, metoprolol tartrate (metoprolol tartate hexal) since 2015, tramadol, vicodin (hydrocodone w/acetaminophen) since 2012 and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 3 years 4 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy vaginal bleeding"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge."). The patient was treated with surgery (hysterectomy (full),bilateral partial salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6) year-old female patient who had essure (batch no. 959217) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included hypertension since 2013, intramural leiomyoma of uterus, pelvic pain, perineal pain and uterine fibroids. Concomitant products included norethisterone (norethindrone) for birth control as well as alprazolam (xanax) since 2015, hydrochlorothiazide from 2014 to 2015, lisinopril since 2015, metoprolol tartrate (metoprolol tartate hexal) since 2015, tramadol, vicodin (hydrocodone w/acetaminophen) since 2012 and vicodin (norco). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 3 years 4 months after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ heavy vaginal bleeding"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge."). The patient was treated with surgery (hysterectomy (full), bilateral partial salpingectomy,). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea. Most recent follow-up information incorporated above includes: on 29-may-2018: pfs and medical record received - new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), abdominal pain, vaginal discharge were added. Lot number, new reporter, patient information, concomitant medication and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of the device") in a female patient who had essure inserted for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 4 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.